Event description:
It was reported that the user experienced elevated blood glucose after drinking soda while at a cookout, and the ilet was delivering correction as the glucose trended downward; the user¿s caregiver inquired about meal announcements, and guidance was provided to announce when glucose is stable and in range. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included a review of device use and user guidance. Investigation of this case revealed that the device was functioning and correcting as designed, with hyperglycemia attributed to carbohydrate intake rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear regarding adverse event categorization but consistent with user-related factors and appropriate device response.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.